Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e4, g1, g6, g7, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device requires system update. A technical support specialist verified that there is no indication of screen failure prior to station reboots. The customer confirmed that new case was opened to inspect hardware related to the screen.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was freezing. The customer reported that they was not able to get multiple medication since the screen becomes dark. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system the device was freezing. The customer reported that they was not able to get multiple medication since the screen becomes dark. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.